Event description:
A dialysis facility reported that the venous line was found disconnected from the patient's subclavian catheter during a hemodialysis treatment. There was reportedly no machine alarm. The venous pressure at the time of the event was unknown. Blood loss could not be estimated but it was believed to be >100 cc. The patient was asymptomatic but was taken to the hospital where they received two units of blood. Laboratory test results are not available.